Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after loading 300 units of insulin into the cartridge. In addition, it was reported that insulin was not observed exiting the tubing during fill tubing. Customer was able to successfully load a new cartridge onto the pump and resumed insulin delivery. There was no impact to customer's blood glucose level.